Event description:
It was reported that the pump alarmed, "pressure alert," despite cassette change. There was no patient involvement. The alarm of the pump started indicating, "high pressure," during tests after the set up was completed. Per reporter, a solution was found.

Manufacturer narrative:
E1: facility name (B)(6). Address line 1 (B)(6). H3: a pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) sensor was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log was not applicable. Functional testing was not able to duplicate the customer's reported problem. The pump's dso sensor was tested and was found to be functioning properly and activating within specification.